Manufacturer narrative:
(B)(4). The manufacturing DHR files were reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned three photos for evaluation, two photos of the lidstock and one photo of a 15 mm needle still in its packaging. The photo of the needle confirmed that the needle guard had come off prematurely. Reference (B)(4). The customer returned one ez-io 15mm needle set for evaluation. Visual inspection of the unopened kit confirmed that the needle guard was removed. The needle was not protruding through the packaging when the sample was returned, but a hole was also noted in the packaging at the location of the needle tip. This failure mode is likely related to the design of the kits packaging. A CAPA is in process to further investigate the issue of the needle cover becoming detached. Eif-000466 was also initiated for this issue. The complaint of a guard becoming removed from its needle while still in the kit was able to be confirmed by a complaint investigation of the returned sample and customer photos. The returned unopened kit was confirmed to contain a needle with its guard removed. The needle was not protruding through the packaging when the sample was returned, but a hole was also noted in the packaging at the location of the needle tip. The likely cause of this complaint is the package design. CAPA 165 is in process to further investigate the issue of the needle guard becoming detached. Eif-000466 was also initiated for this issue.

Event description:
The potective cap has come off, the needle is exposed in the packaging, the needle has punctured the packaging. It was confirmed that there was no injury to staff.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The protective cap has come off, the needle is exposed in the packaging, the needle has punctured the packaging. It was confirmed that there was no injury to staff.